Event description:
The customer reported the ventilator alarmed due to a vent inop occurrence. The customer reported the unit was not in use on a pt, therefore there was no pt involvement or harm. The biomed stated that the issue was the data acquisition to motor controller cable. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The biomed replaced the da to mc cable to address the findings and reported problem. No further info provided.